Event description:
A distributor contacted zoll on (B)(6) 2015 to report that (B)(6) male had three "holes" on his back by the therapy electrode pads and there was a small blood spot. Follow up indicates pt visited his dermatologist and was prescribed a cream. The pt stated that the area was slowly clearing up and felt much better.

Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.